Manufacturer narrative:
(B)(4). The device is in house at a carefusion authorized service center. Results of investigation are not available at this time. Once the results become available, a follow up medwatch report will be submitted.

Event description:
It was reported by the customer that the ventilator was alarming disc/sense while in use on a patient at night. The alarm was both visible and audible. The tidal volume reading on the ventilator was blank and the mother stated that the patient could not exhale. The patient was switched to her back up ventilator and there was no harm.

Manufacturer narrative:
Results of investigation: per service record received from a carefusion authorized service center, the customers reported issue of the disc/sense alarm and the pressure going up to 20-25 was unable to be duplicated. The ventilator was tested for 71 hours with general and performance check outs performed with no failure detected.